Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The hospital reported that the patient was seen in the emergency room and a CT of the abdomen was ordered. The radiologist and the emergency room physician pulled the CT for viewing and assumed they were looking at the most recent. What the physicians did not realize was that the image being viewed was a CT of the abdomen taken one year prior, almost to the date. The study had defaulted to the ge protocol display. The patient was admitted, but discharged the next day. The patient returned the day after being discharged for a cardiac workup. While patient was being transferred for a cardiac intervention, the patient developed abdominal pain and subsequently died. It was found that the default display protocol (ddp) was applied instead of the user's ddp. The user did not recognize comparison images were hung in a different viewport than expected. It was further identified that this hospital had disabled the pop up alert to warn when a default ddp was being applied. This alert feature is a user controlled preference. The investigation is ongoing.